Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device pm438r - jaw ins.bip.maryland diss.fen.5/310mm. Specifically, it was reported that during a surgical procedure, the ceramic component of the medical device fractured and detached. As a result, closure of the jaw tips was no longer possible. There is a potential that fragments of the damaged component remained within the patient. No adverse patient consequences have been reported at present time. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).